Event description:
It was reported by customer that PICC wouldn't come out of patient during PICC procedure. The rn took introducer out and pulled whole thing and the wire was broken and out of skin. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.